Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the mx40 telemetry device had no audio and a technical inop message showing. No adverse patient impact reported.